Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented in the hospital after receiving inappropriate high voltage therapy for supraventricular tachycardia being misdiagnosed as ventricular tachycardia due to programming. Programming changes were made.